Event description:
Reporter stated that of the device's internal contacts have blackened. Additionally, reporter noted that the device emitted a burning odor. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.